Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the same day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.